Manufacturer narrative:
The customer has been contacted by stryker's technical support specialist. During troubleshooting efforts, the customer was advised to replace the device's therapy cable and battery. The device was not returned to stryker.

Event description:
The customer contacted stryker to report that their device would not recognize the defibrillation therapy cable. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.